Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat spondylolisthesis grade 1 with fixation at l2-l5. It was reported that bilateral l3 and right l2 were placed accurate. Left l2 appeared to be deviated high under fluoro imaging. It was re-positioned by hand. There was no patient harm and the procedure was not delayed over an hour.